Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's insulin pump alarmed battery out limit and then the screen went blank. The customer's blood glucose was 138 mg/dl. The customer explained that the insulin pump had not been bumped or dropped but had been exposed to moisture. The customer stated that the screen of the insulin pmp went blank immediately after the moisture exposure. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unit with blank display due to moisture damage on electronic assembly. The motor assembly was found with traces of moisture. The insulin pump was unable to test for displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, occlusion test and battery out limit due to blank display. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window.